Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the system duplicate address was detected. A field service engineer confirmed no failed drawers or pockets. Customer recovered the failed drawer. The system functioned as intended after the customer resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, duplicate address was detected. The customer stated that the malfunction occurred while user tried to issue medication to a patient and there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.